Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the ER due to diabetic ketoacidosis and a blood glucose (bg) level of 600. Customer administered manual injections to address bg level. Reportedly, pump touchscreen was unresponsive. Reportedly the customer continued to use the pump for insulin therapy.